Event description:
It was reported that during lead a revision procedure, the physician was unable to remove the leads from the pulse generator connector. The device remained implanted. The patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.